Manufacturer narrative:
The notification led light didn't turn on while performing the self test. Problem isolated to keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the led lights no longer blink. The customer¿s blood glucose level was unknown at the time of incident. The self test was performed and unsuccessful. The insulin pump will be returned for analysis.